Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore through the fsa that in the last month, 3 cases of dissection/lamination of the gore® acuseal vascular graft prosthesis ech060040 were found. The physician is of the opinion that these cases of dissection/lamination is due to wrong venipuncture, but he was not able to find evidence of previous cases in the past years. It was reported that the physician based on the batches he will make available to gore, requests that gore check if other abnormalities have been discovered in other hospitals. According to the fsa, more details will be provided once they are available. According to the most recent information from the field sales associate, a post cannulation graft failure was diagnosed. Doppler ultrasonography evaluation suggested graft dissection. The patient underwent an emergency surgical intervention in which a new graft was implanted. Intraoperative evaluation of the arterio-venous graft confirmed graft dissection.

Manufacturer narrative:
H6: correct imdrf code. D12 - according to the gore® acuseal vascular graft instructions for use (IFU) possible adverse events and complications that may occur with the use of the device or in any endovascular procedure and require intervention include, but are not limited to: mechanical disruption of tearing of the suture line, graft and/or host vessel.